Event description:
During a cystoscopy litholapaxy, the surgeon inserted the biopsy forceps to collect a piece of calculi in the bladder. After the forceps was opened and closed, it did not close properly and appeared to have broken apart in the bladder. The instrument was removed and upon bladder looking into the bladder via cystoscopy, a piece of metal that appeared to hold the instrument together was in found sitting in the bladder. Another biopsy forceps was opened and the piece of metal was removed and given to or coordinator. Dr scanned the bladder 2 more times to ensure that no metal or any other piece of the scope was remaining.